Event description:
On 02/11/2025, it was reported by an arthrex employee via (B)(6) that an abs-10060r angel centrifuge was producing two error messages. This occurred while being used, they did the prp and troubleshoot and it somewhat worked but the same issue happened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.